Manufacturer narrative:
The investigation determined that a result from a patient sample processed on the engen laboratory automation system was mis-associated with the incorrect sid of a different patient. The engen system correctly identified the issue by generating a cross check error, as designed. The root cause is user error. After each sample tube was placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. Additionally, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. There was no evidence that an instrument related issue contributed to the event.

Event description:
A customer reported that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient test results were reported from the laboratory, however, a nurse questioned the results and patient sample testing was repeated. A corrected report was sent to the physician. The customer was alerted to the issue by the cross check failure message generated by the engen system but did not follow appropriate instructions in the tc automation operator manual. Ortho has confirmed there was no allegation of actual patient harm as a result of this event. (B)(4).